Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: broken cannula (see attached). During use: after arterial cannula was removed it was noted there was no soft end to the flow switch. The catheter end appeared to have broken off. Further investigations required to see if arterial cannula tip still inside patient. Additional information: at this point in time I can't confirm the lot number. This event happened on 28.4.25. The patient appeared unharmed. They had a bedside ultrasound scan and had a CT of their arm the following day, which no foreign body could be found. At this point in time, I don't know if the sample was retained. We originally had it in a sample pot but I don't know if this has been discarded. (The incident occurred an hour before shift change.) If it is located it would have been used and contaminated with the patients blood. I will look into this further to see if we still have the faulty cannula.